Event description:
Allegations of fatigue, memory loss, decreased ability to sleep, myalgias, arthalgias, cervical and thoracic spine pain with marked paraspinal tenderness and multiple tender points, sicca symptoms over eyes and mouth, progressive hair loss and increasing rash and other unspecified injuries.